Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this left ventricular (lv) lead exhibited high out of range pace impedance measurements. The lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.